Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received not deployed. The download data extracted from the device indicates that the first prime occurred at pulse 27 and the device was deactivated at pulse 37. The device did not run enough pulses prior to deactivation to deploy the device. A drive stall was observed in the beginning of the download data. The device was reset, connected to a pdm and ran a 5-unit bolus. The device deployed during the reset run. No timeouts or rotational sensor errors were present in the reset data. Brass shavings were observed on the leadscrew. While brass shavings were observed on the lead screw, could not determine if the brass shavings contributed to the drive stall which caused the device not to deploy. Lot no changed from blank to pd1k0613212. Expiration date changed from blank to 12/13/2022. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from blank to 6/13/2021.